Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the left circumflex artery. This 3.00x20 promus element - stent delivery system (sds) was advanced but was unable to cross the lesion. Following removal of the sds, it was noted that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient status was listed as stable.